Event description:
As reported, the autopulse platform (sn (B)(4) displayed a user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message. It is unknown where the problem occurred. However, patient use information was requested but no additional information was provided.

Manufacturer narrative:
The reported complaint of the autopulse platform (sn (B)(4) "displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message" was confirmed during the initial functional testing and archive data review. The root cause for the (ua) 07 error was due to a defective load cell module. The cracked front and bottom enclosures and defective load cell were likely attributed to mishandling, such as a drop. Upon visual inspection, unrelated to the reported complaint, noticed a crack on the front and bottom enclosures. The probable root cause for the observed physical damage could be due to user mishandling such as a drop. The front and bottom enclosures were replaced to address the observed physical damage. A review of the archive data showed multiple (ua) 07 error messages to have occurred around the customer's reported event date, thus confirming the reported complaint. Unrelated to the complaint, the archive also indicated (ua) 02 (compression tracking error) as a result of the defective load cell module. Also, the archive data showed the (ua) 17 (motor on for too long during active operation) errors, unrelated to the reported complaint. The autopulse platform failed the initial functional testing due to the (ua) 07 error message displayed upon powering on, thus confirming the customer complaint. During power-on-self-test, the load sensing system detected a weight or load imbalance between the two load cells. The load cell characterization test results confirmed that the load cell module 1 is exceeding normal parameters and needs to be replaced to remedy the (ua) 07 error. In addition, unrelated to the reported complaint, during further testing of the drivetrain motor, the investigation revealed that the drivetrain motor brake assembly air gap was too wide, out of the specification, which caused a (ua) 17 errors. The brake gap was adjusted and cleaned to remedy the fault. Following service, the autopulse platform passed the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The brake gap inspection was performed and verified that the brake gap was within the specification. A load cell characterization test was performed and confirmed that both cell modules function within the specification. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was one similar complaint reported for autopulse platform with sn (B)(4). (B)(6) reported on (B)(6) 2020, the load cell was replaced to remedy the complaint of the user advisory (ua) 07 error message.